Event description:
It was reported that, a few months following the replacement, the patient stated that this ipp was not working properly. Imaging tests were performed, and no damage or abnormalities were noted, no leaks were identified; therefore, a revision surgery was requested. There were no patient complications reported.